Event description:
It was reported a patient experienced an infection in their peritoneal cavity coincident with peritoneal dialysis (pd) therapy. The caregiver stated the infection was not peritonitis. The patient was hospitalized for this infection. The patient was treated with unspecified antibiotics administered intraperitoneally. The treatment was ongoing and was to last for 21 days. The cause of the infection was not determined. The patient was still hospitalized at the time of the report. It was not reported if pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a follow-up will be submitted.